Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
The physician reported the patient underwent surgical intervention to explant the ipg as it was inoperable. In addition, the patient needed an MRI for an unrelated medical issue.